Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while disconnected from the ilet for several hours, after which backup insulin was administered and the infusion set was replaced with no evidence of leakage or site abnormality; insulin delivery was then resumed, and a 400-series ilet alarm was involved. Symptoms included elevated blood glucose. Outcomes included temporary interruption of insulin delivery with subsequent troubleshooting and education completed. Investigation included a review of the reported alarm, user-reported infusion set change, and counseling on infusion troubleshooting. Investigation of this case revealed no confirmed device malfunction, with the event consistent with hyperglycemia of unclear cause during a period of disconnection from insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unknown.